Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated an erroneous potassium (k) result. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that the patient was admitted for treatment. Customer reported that the patient received an IV bag (contents unknown) to treat the low k. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that the last time the twice weekly maintenance was performed was (B)(6) 2012 because the laboratory is out of clenz solution. Bec field service engineer (fse) assisted the customer via the telephone. The fse instructed the customer to perform precision testing. Precision testing passed. The fse reviewed instrument calibrations remotely. The fse found all calibrations were within specification.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Bec internal identifier for this report is (B)(4).